Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: plasmablade tna - gunking - spark - the surgeon reported gunking, followed by a spark from the device tip while in the patient¿s mouth. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿device name: plasmablade tna ¿product number: ps300-002 ¿lot number: 0211924726 - new design ¿expiration date: 15-sep-2019 ¿quantity returned: 1 testing performed: ¿device packaging inspection: ¿one to the pqe team within a biohazard bag. ¿the display box was returned plasmablade¿ tna device handle with the adenoid tip attachment was hand delivered returned; the device information was confirmed against the information listed within gch from the display box. ¿there was no paperwork provided. ¿device visual inspection: ¿the device is used with dried blood on the handle, shaft, cord and suction connector. ¿there was one attachment tip that was returned with the device handle, the adenoid tip. ¿the tna adenoid tip electrode wire, plastic housing, and suction opening contain tissue and coagulum buildup, which visually relates to the reported complaint description, all other components appear in place and intact, image # 1 thru image # 6. ¿all electrosurgical devices exhibit wear during use and wear is acceptable as long as it does not affect the safety of the device. The efficacy of the device is not affected by the damage exhibited on the device. ¿there are excessive amounts of eschar buildup on the electrode wire, with the excessive melting of the plastic housing; however, the electrode wire is not broken and remains attached to the plastic housing, ¿the device and adenoid tip were cleaned and the ¿test method procedure for adenoid tip¿ was utilized to determine if the wear of the wire electrode plastic housing is acceptable, image # 3 thru image # 6. ¿acceptable damage: adenoid tip: ¿the wire remains intact ¿the melt-back is not wispy or stringy in appearance. ¿unacceptable damage: adenoid tip: ¿there is, greater than, > 33% of the ¿wire square¿ that is exposed which failed to meet the acceptable damage requirements for the wire square exposure. ¿the wire has minimal support from housing or deformation in the ventral to dorsal direction during application. ¿insufficient cleaning, technique, and use contribute to the tissue and coagulum buildup on the electrode wire and plastic housing which can diminish device performance, compromise the plastic housing and can contribute to the clogging of the suction opening. ¿see the reference picture of an adenoid tip - new design for comparison, image # 7 and image # 8. ¿the complaint could not be recreated for the device sparking issue that was reported in the complaint description; however, activating the device outside the field of tissue can create arcing which can cause the gap between the tissue and the device in the field to create sparking. Functional inspection: the functional inspection portion of this complaint inspection was not performed as the complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # 0211924726 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained within gch was visually confirmed for the reported issue of gunking, clogging within the laboratory environment. However, the complaint is not confirmed for the device sparking issue which could not be recreated. The adenoid tip exhibits unacceptable wear as there is greater than, > 33% of the ¿wire square¿ that is exposed and the wire has minimal support from the housing which failed to meet the acceptable damage requirements for the wire square exposure. This complaint will be tracked and trended within gch. Additionally, it was found that the adenoid tip housing is melted and fails to meet the acceptable damage requirements. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the surgeon reported a spark from the plasmablade device tip. There was no patient impact reported. During analysis it was also reported the adenoid tip housing melted.